Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable elecsys ft4 ii assay result for one patient sample from a cobas 6000 core unit.the serial number was requested but was not provided. The initial result was 4.40 ng/dl. The repeat result with another methodology (clia) was 0.95 ng/dl. This result was reported outside the laboratory to the patient. There was no allegation of an adverse event. Calibration signals were ok; control values were within specifications. Based on the provided calibration and qc data, a general reagent issue could be excluded.

Manufacturer narrative:
The additional result of 1.53 miu/ml reported in the initial report was confirmed to be the tsh result from the suspect sample. A specific root cause could not be identified. From the calibration data, qc data, and information provided, a general reagent issue could most likely be excluded. Typical root causes for this type of event relate to the presence of microclots/fibrin filaments in the sample or the presence of foam/bubbles on the reagent surfaces. As the sample was repeated by the customer, this cannot be excluded. It was also possible that the sample contains an interference factor that either interfered with either the roche ft4ii assay or the ft4 assay of the clia methodology. As a sample was not available for analysis, this hypothesis cannot be confirmed.